Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ beta results from the cobas e 801 analytical unit. The initial result was >10000 miu/ml with a data flag. The repeat result was 277 miu/ml.